Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced multiple, intermittent elevated blood glucose (bg) levels (200-345 mgdl). To address the high bg, the customer would change the supplies on the pump and deliver a bolus of insulin. A system check using the current supplies on the pump was performed. The pump was found to be operating as expected. The customer had not noticed any damage to the cannula when it was changed. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.